Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of bleeding, a left sore and rough spots on her skin while wearing the mcot universal patch. Although the patient sought medical treatment, it is unknown if any medication was prescribed. However, the patient did use an unknown prescription medication to treat the irritation. The patient followed skin preparation instructions and did not report any skin sensitivities or allergies to metals or adhesives.

Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of bleeding, a left sore and rough spots on her skin while wearing the mcot universal patch. Although the patient sought medical treatment, it is unknown if any medication was prescribed. However, the patient did use an unknown prescription medication to treat the irritation. The patient followed skin preparation instructions and did not report any skin sensitivities or allergies to metals or adhesives. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.